Manufacturer narrative:
Date rec¿d by MFR : 28nov2019. Multiple attempts were made to obtain information on the repair/service of the device and additional information on the event that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On 09jan2019. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported by the international customer that the ventilator screen dysfunction. No patient harm reported. Event date not specified; estimate used.